Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code #23 experienced by the customer was associated with the cable connecting the patient side cart (psc) and surgeon side console (ssc). The system was repaired by cleaning the fiber optic connectors on the cable. System powered on homed without any errors or faults. System fault #23 appears when the davinci s safety system defects an internal system communication error. In this case the davinci s safety system determined that the psc and ssc were not communicating properly. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Upon determining this condition, the safety system put davinci s in a "non-recoverable safe state". As of 2007, there have been no reported recurrences of the issue at this hospital. The da vinci s surgical system instructions for use (IFU) specifically states: remove the cables' protective caps, inspect the cable connectors and system connectors for debris or bent pins.

Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced system error code #23 which could not be overridden. The surgical staff restarted the system, however, system error code #23 recurred. No patient harm, adverse outcome, or injury was reported. The procedure was completed with the site's spare da vinci surgical system, causing approximately a one hour delay.